Event description:
It was reported that during a knee procedure using a quantum system, the unit was producing limited plasma and was making an unusual noise. The procedure was completed with a backup unit, after a 60 minute surgical delay. There were no pt complications reported as a result of this event.